Event description:
It was reported that a patient experienced a new pain in the legs unrelated to baseline, instability, multiple falls, walking difficulty, immobility, loss of balance, and reported that their legs "do not work." The patient also continued to experience back pain and expressed concern that this may worsen if the device is explanted. The physician advised the patient to turn off the stimulator for two weeks and discussed the possibility of device explanation. The patient requested to change to a different physician. The issue is ongoing. Additional information was received from the patient indicated that when they came out of surgery, a nerve was hit in their leg and so their left leg started to have issues. Pt said that they were told that this incident never happened and that the issues would go away. Pt said that they had been hung up on and told off by the doctors. Pt said that they were told that they couldn't go back to their hcp. They noted that a manufacturing representative told them that this incident couldn't happen either. The patient stated that the hcp put the leads in wrong. Pt was escalated and wanted agent to tell them if the ins caused nerve damage. Pt remained escalated throughout the remainder of the call and kept wanting the nerve damage issue addressed over the phone. The patient was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot # serial # (B)(6); implanted: (B)(6) 2025; explanted: product type lead product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2025; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-aug-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 05-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.